Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ventricular tachycardia radiofrequency ablation procedure, the external EKG and merlin display showed ventricular pacing that coincided with the atrial paced markers. Positon of the ablation ground plate was not known. Session records were requested for review. Patient's condition was stable.